Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between october 9, 2024 ¿ october 10, 2024. H11: the device was received for evaluation. A visual inspection was performed, and leakage from an untightened winged luer cap was observed. Signs of surface roughness were not observed inside the cap when inspected under the microscope. A functional leak test was performed after securely connecting the winged luer cap securely to the device, and no leaks were observed. The reported condition was verified. The cause was determined to be from use error. The product label (IFU, instructions for use) indicates, ¿ensure that the winged luer cap is securely connected after filling and priming.¿ a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into the sealed over pouch. The device contained 180ml of 0.9% sodium chloride. This was observed prior to patient use. There was no patient involvement. No additional information is available.